Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125144 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m125144 and test base part number 190-430 / lot m125144 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive and as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125144 showed that the complaint rates are both (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported invalid results on a direct tested knitted swab with the ID now covid-19 assay performed on (B)(6) 2020, at 10:09. The knitted swab was used to swab both nostrils, as indicated by the product insert. The patient test label printed with the patient ID and negative results. Repeat testing on the same sample receiver with the ID now covid-19 assay at 10:28 generated positive results. No confirmation testing was performed. No additional patient information, including symptoms, treatment or outcome, was provided. The customer confirmed there was no adverse patient outcome. The customer submitted log files for the two ID now covid-19 assays, indicating a negative result on (B)(6) 2020, at 10:09 and positive results at 10:28. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments, and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized, or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs, and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown, which result is correct.